Manufacturer narrative:
It was reported that the flanges of the syringe component broke off while a physician was injecting contrast and the piece cut the physician's hand. According to the reporting facility, the physician donned new gloves and a separate syringe was obtained and used for the procedure. Although it was reported that a "slow down in the procedure was experienced," no further incident was reported and it was indicated that there was "no impact to the patient." No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. No physical sample was returned for evaluation, however, a photo was provided and it appeared that the syringe tab broke. Based on the information provided, the reported problem/issue is likely user-caused. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the flanges of the syringe component broke off.